Event description:
In the process of removing the sheath, the sheath snapped and therefore had to be retrieved via cut down. Sheath was successfully retrieved and the pt was released 2 days later in stable condition. No adverse effects have been reported.

Manufacturer narrative:
(B)(4). The introducer was returned in a used and damaged condition: the sheath had separated into 5 segments of various lengths. The coil had unraveled but remained intact. At the points of separation, the tubing was thin and elongated. Per quality control spec, there is 100% inspection, insuring the correct inside and outside diameter of tubing and insuring the material is free from surface defects, bumps, bulges and protruding coils. It is also confirmed the surface of sheath is free of excessive dents, pumps or scratches. This device is shipped with an instruction for use that cautions the end user, "all catheters and instruments used with this introducer should move freely through the valve and sheath. Separation of the sheath may result when the fit is tight." As well as the warning, "before withdrawing the sheath through tortuous anatomy, insert the introducer dilator to avoid possible breakage." During an examination of the returned product, it was noted that at the points of separation, the tubing was thin and elongated, which is evidence the device was subjected to tensile forces beyond its design strength. Prior similar complaints and quality engineering risk analysis resulted in the issuance of a corrective action/preventative action, which led to a revised IFU issued on a change request and implemented on 04/16/2010. The appropriate internal personnel have been notified and we are continuing to monitor complaints for similar events. There is insufficient risk to require add'l corrective action at this time.